Event description:
Related manufacture reference number: 2017865-2022-14537. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that atrial lead and right ventricular lead exhibited noise oversensing causing pacing inhibition. The reported leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in four pieces for analysis. Final analysis found external insulation abrasion consistent with friction to device can. The caused of the reported event of noise over-sensing was isolated to the external insulation abrasion. No other anomalies were identified.